Event description:
It was reported that during preparation for an unspecified procedure, stent damage was noted right out of the package. The stent was "rolled up" on the delivery system. There was no patient contact.